Event description:
It was reported that this non-(B)(6) right ventricular (rv) lead exhibited high out of range shock impedance measurements. There were also intermittent increases in rv pace impedance and thresholds. No noise was observed. Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed and the non-bsc was surgically abandoned and successfully replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).